Event description:
It was reported that the right ventricle coil was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and no anomalies were found. However, it was noted that the defibrillation coil was distorted, the defibrillation conductor was cut, there was blood/body fluid on several conductors (not obstructed), defibrillation conductor fractured due to overstress, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was an exposed defibrillation coil with white substance, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, and the lead appeared damage at implant.